Manufacturer narrative:
(B)(4). It is not yet known if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the planned removal of a locking proximal femoral plate, one of the cortical screws were found to be fractured. Follow-up x-rays taken eight months following the initial procedure showed the screws intact. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: h6 updated method 4115 and 4119. H6 updated results 3252. H6 updated conclusion 4315. Reported event was confirmed through review of the provided radiographs. No DHR review could be performed as the lot number was not provided. Risk management file review was deemed appropriate. Root cause was unable to be determined.